Manufacturer narrative:
Updated fields- h2, h6, h11. Corrected fields- h6- c23 usage problem identified(removed). This supplemental report is being submitted to provide the correction and results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had dirt on objective lens. There was no patient involvement.